Event description:
On june 20, 2025, impulse dynamics field representatives were made aware of an osm ipg explant that had taken place the week prior. The patient had insisted their implanted osm ipg be removed by their physician "due to not believing the device was helping their heart failure symptoms." It was also reported a single chamber ICD had been implanted during that procedure. The explanted osm ipg will be returned to impulse dynamics USA in manton, nj after decontamination at an approved facility. There is no evidence to suggest the osm ipg was malfunctioning at the lime of explant.